Manufacturer narrative:
Multiple attempts have been made on 28may2024, 05jun2024, and 12jun2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the screen was dim. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair. This investigation is ongoing.